Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 21st of august 2015 for further investigation. During the investigation the fse flushed all line to the rotary valve and injecter valve. Also, the fse tightened the set screw on the injector valve rotary arm. Fse found the small syringe leaking and replaced it. Then a 12 patient sample run was performed and all exhibited good total area. Fse ran calibrator lot#zs4002 and mas controls lot# dbcl15092 and all results were within range. Then the customer ran 14 patients and all total areas were ok. Instrument is functioning as intended and was released. No further action is required by the fse. The most probable cause of the reported event was due to a leaking small syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported low total area and no peaks detected on their g8 instrument. Customer indicated they replaced the sample probe and the error still occurring. The tubing and the volume of hemolysis wash was checked and no errors were noted. The customer stated that the column and buffer lots are all f lot. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.